Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level is 400 mg/dl. Customer advised the insulin pump is not delivering their basals. Customer went to the hospital for 2 days as a result of high blood glucose levels. Customer advised they experienced a headache and did not want to troubleshoot for high blood glucose levels because their daughter is not home to help them.